Event description:
Customer was at a mall when she allegedly had a seizure which caused her to fall out of unit. It was reported that she "passed" due to seizures.

Manufacturer narrative:
The serial number and date of manufacture have not been provided. The device is not available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Customer was at a mall when she allegedly had a seizure which caused her to fall out of unit. It was reported that she passed due to seizures.

Event description:
Customer was at a mall when she allegedly had a seizure which caused her to fall out of unit. It was reported that she passed due to seizures.

Manufacturer narrative:
The serial number and date of manufacture have been provided. The device is not available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Manufacturer narrative:
This was not a product problem. Death was unrelated to the device.